Event description:
It was reported that an asymptomatic patient presented in clinic for follow up. Upon interrogation atrial lead exhibited noise and five auto mode switch episodes were noted which occurred beginning (B)(6) 2017. The noise was not reproducible in the clinic. The patient was stable and will be continued to be monitored.